Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high threshold measurements. An x-ray performed showed the ra lead had dislodged. Due to the patient's age, the system was reprogrammed and the ra lead remains implanted and in service. No adverse patient effects were reported.